Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an issue with the pnue connector. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. Corrected fields: d4. A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Fse found pneu cmpnt m luer 1/16tb white connector (0103-00-0398-01)broken, need to replace with new one. Fse replaced the connector with new one test the iabp with demo balloon . The device has passed all performance and safety tests.

Event description:
N/a